Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflammatory disease of female pelvic organ and/or tissue') and pyelonephritis ('bilateral pyelonephritis') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2015, pelvic ultrasound was planned at this time. Concomitant products included anesthetics, general and ceftriaxone sodium (rocephin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain") and abdominal pain lower ("lower abdominal pain / severe abdominal cramps"), 3 months 18 days after insertion of essure. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), urinary tract infection ("recurrent urinary tract infections"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal odour ("vaginal odor"), arthralgia ("joint pain"), dizziness ("lightheadedness / dizziness"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), nausea ("nauseous"), vaginal haemorrhage ("heavy vaginal bleeding with large clots"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), pollakiuria ("increased urinary frequency"), micturition urgency ("urinary urgency"), vaginal infection ("acute vaginitis"), vulvovaginal candidiasis ("candidiasis of vulva and vagina") and allergy to metals ("nickel allergy"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, vaginal infection, vulvovaginal candidiasis and allergy to metals outcome was unknown and the pyelonephritis, pelvic pain, urinary tract infection, abdominal pain, back pain, heavy menstrual bleeding, dysmenorrhoea, vaginal odour, arthralgia, dizziness, fatigue, weight fluctuation, abdominal pain lower, nausea, vaginal haemorrhage, abnormal uterine bleeding, vaginal discharge, pollakiuria and micturition urgency had not resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, allergy to metals, arthralgia, back pain, dizziness, dysmenorrhoea, fatigue, heavy menstrual bleeding, micturition urgency, nausea, pelvic inflammatory disease, pelvic pain, pollakiuria, pyelonephritis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal candidiasis and weight fluctuation to be related to essure. The reporter commented: further, plaintiff has not been tested for a nickel allergy, but cannot wear ¿fake¿ or costume jewelry, which often which contains nickel because it causes rashes where it touches the skin. She continues to experience a combination of the above symptoms. She is unable to seek the surgical removal of the essure devices due to financial constraints. Right- here were 6 coils seen outside the ostia. Left- two coils were seen. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflammatory disease of female pelvic organ and/or tissue') and pyelonephritis ('bilateral pyelonephritis') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2015, pelvic ultrasound was planned at this time. Concomitant products included anesthetics, general and ceftriaxone sodium (rocephin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain") and abdominal pain lower ("lower abdominal pain / severe abdominal cramps"), 3 months 18 days after insertion of essure. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), urinary tract infection ("recurrent urinary tract infections"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal odour ("vaginal odor"), arthralgia ("joint pain"), dizziness ("lightheadedness / dizziness"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), nausea ("nauseous"), vaginal haemorrhage ("heavy vaginal bleeding with large clots"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), pollakiuria ("increased urinary frequency"), micturition urgency ("urinary urgency"), vaginal infection ("acute vaginitis"), vulvovaginal candidiasis ("candidiasis of vulva and vagina") and allergy to metals ("nickel allergy"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, vaginal infection, vulvovaginal candidiasis and allergy to metals outcome was unknown and the pyelonephritis, pelvic pain, urinary tract infection, abdominal pain, back pain, heavy menstrual bleeding, dysmenorrhoea, vaginal odour, arthralgia, dizziness, fatigue, weight fluctuation, abdominal pain lower, nausea, vaginal haemorrhage, abnormal uterine bleeding, vaginal discharge, pollakiuria and micturition urgency had not resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, allergy to metals, arthralgia, back pain, dizziness, dysmenorrhoea, fatigue, heavy menstrual bleeding, micturition urgency, nausea, pelvic inflammatory disease, pelvic pain, pollakiuria, pyelonephritis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal candidiasis and weight fluctuation to be related to essure. The reporter commented: further, plaintiff has not been tested for a nickel allergy, but cannot wear ¿fake¿ or costume jewelry, which often which contains nickel because it causes rashes where it touches the skin. She continues to experience a combination of the above symptoms. She is unable to seek the surgical removal of the essure devices due to financial constraints. Right- here were 6 coils seen outside the ostia. Left- two coils were seen. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received : reporter information and rcc were added. Event pelvic pain downgraded. Event pelvic inflammatory disease is marked with intervention required. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pyelonephritis ("bilateral pyelonephritis") and pelvic inflammatory disease ("inflammatory disease of female pelvic organ and/or tissue") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included anesthetics, general (general anesthesia) and ceftriaxone (rocephin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 3 months 18 days after insertion of essure, the patient experienced pelvic pain (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain / severe abdominal cramps"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pyelonephritis (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criterion medically significant), urinary tract infection ("recurrent urinary tract infections"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal odour ("vaginal odor"), arthralgia ("joint pain"), dizziness ("lightheadedness / dizziness"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), nausea ("nauseous"), vaginal haemorrhage ("heavy vaginal bleeding with large clots"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), pollakiuria ("increased urinary frequency"), micturition urgency ("urinary urgency"), vaginal infection ("acute vaginitis"), genital candidiasis ("candidiasis of vulva and vagina") and allergy to metals ("nickel allergy"). Essure treatment was not changed. At the time of the report, the pelvic pain, pyelonephritis, urinary tract infection, abdominal pain, back pain, menorrhagia, dysmenorrhoea, vaginal odour, arthralgia, dizziness, fatigue, weight fluctuation, abdominal pain lower, nausea, vaginal haemorrhage, dysfunctional uterine bleeding, vaginal discharge, pollakiuria and micturition urgency had not resolved and the pelvic inflammatory disease, vaginal infection, genital candidiasis and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, dizziness, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital candidiasis, menorrhagia, micturition urgency, nausea, pelvic inflammatory disease, pelvic pain, pollakiuria, pyelonephritis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour and weight fluctuation to be related to essure. The reporter commented: further, plaintiff has not been tested for a nickel allergy, but cannot wear "fake" or costume jewelry, which often which contains nickel because it causes rashes where it touches the skin. She continues to experience a combination of the above symptoms. She is unable to seek the surgical removal of the essure devices due to financial constraints. Diagnostic results: on (B)(6) 2015, pelvic ultrasound was planned at this time. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs received. Events: vaginitis, pelvic inflammatory disease , candidiasis of vulva and vagina, nickel allergy were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.